Event description:
It was reported that the ventilator during pre-use check is failing the internal leak test. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.